Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr) and very long septal leaflet for a triclip procedure. During the procedure, while grasping initially, the septal leaflet became entangled with the grippers. It was observed that there was chordae tendineae ruptured while attempting to remove the leaflet from the grippers and the triclip was implanted. All steps were performed as per IFU during the preparation and procedure. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported difficult leaflet capture and grasping were unable to be determined. The reported tissue injury is a cascading effect from the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the triclip g4 system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.